Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the pt was implanted with an octad lead connected directly to a prime advanced. The octad lead was fixed with a titan anchor and the prime advanced was placed on the back. The pt experienced changing paresthesia and x-rays were taken on (B)(6) 2010. The x-rays showed lead migration and a revision was done on (B)(6) 2011. It was thought that the lead migration was due to problems with the titan anchor. Add'l info has been requested, but was not available at the date of this report.